Event description:
The user facility reported that an object located on the surgical lighthead had fallen out and into the sterile field. No injuries or procedural delays were reported however, the user facility did not confirm if procedural cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the surgical light and found the flange on the led indicator light to be missing. The surgical light was found to be operable and the user facility's biomedical department covered the led indicator light with tape and returned the light to service. The reported event appears to be due to facility personnel bumping lightheads during use in addition to cleaning methods of the lightheads. The operator manual states (pp. 1-4), "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The surgical light subject of the reported event was installed in 2012 and is serviced and maintained by the user facility biomedical department.

Manufacturer narrative:
A steris service technician repaired the surgical light and returned it to service. No additional issues have been reported.steris advised the user facility of the proper use and operation of the surgical light.